Event description:
This report is being filed after the subsequent review of the following journal article, ¿interventions for treating proximal humeral fractures in adults (review)¿ handoll, hhg, olliver, bj, and rollins, ke (2012). The cochrane library (issue 12). The authors searched the cochrane bone, joint and muscle trauma group specialised register, the cochrane central register of controlled trials, medline, embase and other databases, and bibliographies of trial reports. The full search ended in january 2012. This article summarizes postoperative findings from twenty-three small randomised trials with a total of 1238 participants included. One retrospective study was performed in norway (fjalestad, 2010). Period of study recruitment: may 2003 to may 2008 50 patients with displaced proximal humeral fractures, ao group b2 or c2 (displaced 3-part and 4-part fractures) who were admitted to hospital. Patient population was 44 female, 6 male; mean age 73 years, range 60 to 88 years. The patients were operated on within the first week after admission to the hospital. Open reduction and fixation using a minimally open deltopectoral approach with an interlocking plate device (locking compression plate (lcp) of the ao basic type, synthes (B)(4)) and metal cerclages to secure the tuberosities. Five patients required reoperation or secondary surgery. Eight patients experienced avascular necrosis, some of which required implant removal. Three patients experienced nerve injury palsy, two of which required re-surgery. Seven patients experienced screw penetration into the joint, requiring re-surgery. One patient experienced fixation failure resulting in revision surgery. It was concluded that there was insufficient evidence to establish what is the best method of surgical treatment, either in terms of the use of different categories of surgical intervention (such as plate versus nail fixation, or hemiarthroplasty versus tension-wire fixation) or different methods of performing an intervention in the same category (such as different methods of plate fixation). There is insufficient evidence to say when to start mobilisation after either surgical fixation or hemiarthroplasty. There is not sufficient information to file multiple reports. This report is for unknown lcp plates.

Manufacturer narrative:
Device for treatment, not diagnosis. Handoll, hhg, olliver, bj, and rollins, ke (2012). ¿interventions for treating proximal humeral fractures in adults (review)¿ the cochrane library (issue 12). This report is for unknown lcp plates/unknown lots. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.